Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Unit numbers do not ramp up on its own or scroll bar moving with no input. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 201 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.